Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice, in 2013 for low blood glucose and in 2014 for high blood glucose. Caller stated that the customer had several scheduled follow ups at diabetes clinic with her doctor. Caller also stated that the customer insulin pump was alarming no delivery. Nothing further was reported.